Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2024, the missed alert reportedly occurred midnight to 3:00 am. The spouse noticed the patient was diaphoretic while asleep and was unresponsive and called 911. The blood glucose (bg) was 27 mg/dl. According to the report, he could not tell what the reading on his dexcom g7 was at that time. The patient was given sugar water and regained consciousness. The patient declined further evaluation in the emergency department (ed) and was reportedly feeling fine the same day at the time of the report. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was provided for investigation. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.